Event description:
Pt had been working in the ER for 14 yrs. During this period of time pt was using latex gloves which irritated her hands. Later on as pt continued using the latex gloves, there were 2 episodes in which she experienced abdominal cramping, headache and tightness of throat. Pt decided to use vinyl gloves. Over that period of time, pt developed asthma, shortness of breath, cough and hayfever. An antihistamine was administered without any positive results. Pt was required to carry an "epi-kit" and wears a medical alert bracelet. Pt is no longer working as an rn.